Event description:
It was reported the device was used during an open bowel case. It was reported the surgeon has complained recently about the force to fire the tlc55 linear cutter. He was using the tlc55 on a portion of the bowel and it misfired damaging the bowels good tissue. He then said, he would not use the tlc55 again because it doesn't work well and it takes two hands to fire. There was no consequence to the pt.